Manufacturer narrative:
The field service engineer (fse) was on site and confirmed signal shifted during the morning qc. To resolve the issue, the fse cleaned dust off boards and resitted properly. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier ¿ (B)(4).

Event description:
Customer reported that the have been seeing on their specimens that the cd13 and cd33 will be visible on the first run and then when rerunning the second sample that they can no longer pick up the cd13 or cd33. They said its as if the signal is dropping on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.